Event description:
A customer contacted beckman coulter regarding failed calibration, qc failures and erroneously low psa results for pt samples that were generated by the unicel dxi 800 access instrument. The low psa results were obtained from four pts. The psa results were from 2.2ng/ml to 3.4ng/ml. (See b6). The psa results were reported out of the lab. The customer contacted beckman coulter hotline service. The hotline service identified the problem with reagent pipettor # 3. The customer retested the original pt samples for psa. The repeated psa results were from 4.6ng/ml to 6.6ng/ml. (See b6). The corrected reports were issued for all four pts. No additional information was privided regarding this event. The customer indicated tat there has been no report of pt injury or change or pt treatment that can be attributed to this event.